Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing alarms on the system controller and tried to switch to batteries, but was unable to connect to the battery clip. The vad coordinator swapped out the battery clip and the patient cable, but the system controller continued to alarm, flashing green fuel gauge lights, with intermittent noise and no alarm indication was displayed on the display monitor, lvad pump was running and flow was stable. The system controller was then changed out and the alarms and mechanical problems were resolved.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. Upon inspection, pins found within the power lead of the white power cable connector were damaged consistent with connector misalignment while attempting to connect to a power source. Due to the designation of the missing pins, the heartmate ii pump would not have been sufficiently supported when supplied power by the white power lead only. Review of the log file data from the system controller revealed events typical of power interruption to the system controller during what appeared to be power exchanges. The power module cable and 14 volt li-ion battery clip returned with the system controller also exhibited similar damage. The battery clip had additional issues as the lemo controller had twisted inside of the connector and conductors were broken. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. The manufacturer is currently addressing the broken pins through its corrective and preventive action system. No further information is available. The manufacturer is closing its file on this event.